Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient could not get the implantable neurostimulator charged above 25%. The patient is charging for 4-5 hours, but then cannot get above 25% charge. At the time of the report, the implantable neurostimulator battery was too low to initially interrogate with the clinician programmer; however, after some charging, they were able to connect to the implantable neurostimulator. The patient¿s recharging history shows that the last recharging sessions were on 2020-(B)(6). The patient was able to charge for 2.5 hours and got up to 75% charge; however, the other charging sessions prior to that, the patient was not getting much past 25%. (The recharging statistics showed that the patient had previously charged for 40 minutes from 0% to 25%.) On the day of the report, the patient was able to charge with 8 coupling bars. The patient noted that he is easily able to get 8 coupling bars while recharging. Per the recharging data, the patient charges every 25 days. The cause of the lack of therapy was not determined. The patient has been scheduled for surgery, and the surgeon will explore options at that time and test intraoperatively for the cause of the lack of therapy.

Manufacturer narrative:
H6. Device code a072201 does not apply. An impedance value of 2160 ohms is not indicative of a high impedance value as it is less than 4000 ohms. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the device cannot be turned on as it had been over 30 days since the device was charged. The patient was not able to charge the ins and it was over discharged. The device wasn't used for a while because the patient's pain was in good control. A trickle charge was going to be set up when the patient obtains an appointment with a doctor. Additional information was received from the patient and manufacturer representative (rep) 2020-09-02. It was reported the patient could not charge the battery. The battery icon indicates it is empty and charging but will go to 25% after 3 hours. They attempted to charge with manufacturer representative (rep) in hcp office. Per caller, patient was not feeling any stimulation up to 10.5 v today in clinic. Patient says last therapy he felt was about 2 months ago. Last recharging was done in (B)(6) 2020. Coming in today, patient had all 4 contacts programmed. Impedances generally normal range around 1200 ohms but #3 pairs are a little higher around 2160 ohms. Reviewed to try using programming without #3 and see if they can recapture anything. If they can't get stimulation therapy, they would have to discuss possible need for revision.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient met with the manufacturer representative on the day of the report for a post-op appointment. The old implantable neurostimulator was overdischarged and they were unable to confirm leads at the time of replacement. The manufacturer representative had been been told that the patient felt stimulation intra-op with a wireless external neurostimulator. However, at the post-op appointment, the patient was getting an oor message and the patient does not feel stimulation. The manufacturer representative tried multiple programming options. The impedances range from 1180 ohms to 2250 ohms.

Manufacturer narrative:
Continuation of d11: product ID 3587a, lot# l34237, implanted: (B)(6) 1994, product type lead, product ID 97715, serial# (B)(6), implanted: (B)(6) 2020, product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.